Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the bolus history showed 1.89u of a programmed 11.9u bolus delivered on 12-06-2015 at 05:59 due to a 175 partial delivery user aborted pump warning. During testing, a 10 u audio bolus and 10u normal bolus were manually performed with no errors. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. The pump was exercised for 24 hours with no issues. No keypad button issues were found during testing. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was no indication that the product caused or contributed to an adverse event. During troubleshooting, the pump was found to calculate boluses correctly. The bolus totals did not match in the bolus history. The basal history matched the active basal program settings and the basal delivery totals matched the active basal program total. This complaint is being reported because of allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #2: date of submission 01/26/2016. Additional device evaluation: additional device evaluation was performed on 01/26/2016 based on correction to the initial allegation. Additional findings were as follows: a review of the bolus history indicated a 0.00 unit bolus on (B)(6) 2015 at 09:36 and a cancelled bolus on (B)(6) 2015 at 05:59, both of which were performed by the pump. All other boluses in the bolus history had been performed by the meter. During 24 hour testing, the pump did not deliver or record any unprogrammed boluses and there were no errors, alarms, or warnings. The complaint of extra boluses and unprogrammed boluses could not be duplicated on investigation. Correction to incident description.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a bolus delivery issue. During troubleshooting, it was noted that on (B)(6) 2015 at 5:59 am a bolus of 11.9 units was cancelled via the pump after delivering 1.9 units. The reporter stated that the patient programmed that bolus via the meter, not via the pump. Additionally, it was noted that another bolus on the same date of 1.25 units was delivered at 6:23 pm via the meter. The reporter stated that the patient did not program that bolus. During troubleshooting an air bolus of 0.85 units was programmed and delivered, however the pump history showed 0.00 units. The reporter confirmed programming the amount of 0.85 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a bolus delivery issue.